Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Attachment: (B)(4). The return of the device may have aided the investigation in determining a cause for the reported event. To ensure this type of experience is not a result of potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined. (B)(4).

Event description:
User facility medwatch report received stated "the device misfired while in the patient. No harm to the patient. No further details provided. What was the original intended procedure? Answer: celiac and superior mesenteric artery angiogram". There were no reported adverse patient sequelae. No additional information was provided.